Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for failed battery test. The customer¿s blood glucose was 200 mg/dl. Customer reported that they got several failed battery alarms over and over after clearing previous alarms. Troubleshoot performed for failed battery test. Customer stated that contacts are not missing or damaged, neither compartment nor spring are damaged or corroded. Customer advised that the pump will need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the stop current test, run current test, unexpected restart error test and displacement test. No failed battery test alarm noted. Insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.